Event description:
Pump #2 was reported to be set at 150 ml/hr with 1000 mls of unk solution. The solution was reported to have been delivered in 4 hours instead of six hours. No pt injury was reported.